Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, the power on the hemopro 2, hemopro 2 adapter, and hemopro 2 extension cable was intermittent. Replacement devices were used to complete the procedure. The hospital did not report any pt effects. The hospital intends to return only the hemopro 2 adapter, as the hemopro 2 and hemopro 2 extension cable were discarded. Refer to MFR report numbers: 2242352-2012-00820, 00822.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).